Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient's father stated that he started the sensor session before paring was complete. Dexcom representative educated patient's father on pairing the receiver to the transmitter. No additional patient or event information is available.